Manufacturer narrative:
After reviewing the manufacturing documents, the lot wcs10086 was manufactured, inspected, and released to all required specifications. And this lot was not involved in any other complaint or event. Based on the visual evaluation we can confirm that the coil was abnormally detached from pusher, leaving the inner components still attached to the pull wire, and several kinks were observed in pusher. But since the coil and the ancillary devices were not returned for evaluation we couldn't confirm the root cause.

Event description:
Procedure was an mma embolization. Coil was the last one in. Coil was partially in place when the benchmark fell down dragging the coil in to the internal carotid artery. Coil retrievel was attempted, but stretched in the process causing filament to be in the ica. Scepter balloon was used to push filament back into eca. Filament was later surgically removed.

Manufacturer narrative:
Since the device remains under investigation and certain information was unavailable for the initial report, a follow-up report will be submitted as appropriate.

Event description:
Procedure was an mma embolization. Coil was the last one in. Coil was partially in place when the benchmark fell down dragging the coil in to the internal carotid artery. Coil retrievel was attempted but stretched in the process causing filament to be in the ica. Scepter balloon was used to push filament back into eca. Filament was later surgically removed.